Event description:
Customer was hospitalized for diabetic ketoacidosis. Customer had been experiencing high blood glucose levels, but did not treat. Troubleshooting not performed as the customer was not present, during call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.